Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 520 mg/dl. The customer changed the infusion set and reservoir prior to the hospitalization. It was stated that the customer did not get a no delivery alarm. Troubleshooting was not possible. Nothing further was reported.